Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter tip was noted to be damaged. The hole/perforation was noted 6mm from the catheter tip. The catheter hub was intact. A functional inspection was not required as the event was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was noted to be not tortuous. The device was returned for analyses, and the catheter tip was noted to be damaged. The hole/perforation was noted on the catheter shaft near the catheter tip. The catheter hub was intact. An assignable cause of procedural factors will be assigned to as reported catheter shaft has hole/perforation as well the as analyzed catheter tip damaged and catheter shaft has hole/perforation as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during procedure when a guidewire was brought to go into subject catheter, the guidewire punctured out from the subject catheter shaft instead of going out from tip. It seemed that the guidewire and subject catheter were not advancing together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure when a guidewire was brought to go into subject catheter, the guidewire punctured out from the subject catheter shaft instead of going out from tip. It seemed that the guidewire and subject catheter were not advancing together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.